Event description:
It was reported, the pt was no longer receiving stimulation. The pt stated, she had lost her charger and wasn't able to charge her scs system for approx the last six months. The pt was to f/u with her physician.

Manufacturer narrative:
Correction: 1627487-12192011-003-r; 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.